Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stent implantation procedure performed on (B)(6) 2014. According to the complainant, the stent was being placed to treat a 20mm lesion with 30% stenosis in the duodenum. Reportedly, the patient¿s anatomy was moderately tortuous. During the procedure, when the physician attempted to deploy the stent, the stent was only able to be partially released. The partially deployed stent was removed from the patient and the procedure was completed with another wallflex enteral duodenal stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). Stent partially deployed. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted onto the device. A kink was noted in the outer sheath at 40mm from its distal end. During analysis it was possible to partially deploy, reconstrain and then fully deploy the stent without issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stent implantation procedure performed on (B)(6) 2014. According to the complainant, the stent was being placed to treat a 20mm lesion with 30% stenosis in the duodenum. Reportedly, the patient's anatomy was moderately tortuous. During the procedure, when the physician attempted to deploy the stent, the stent was only able to be partially released. The partially deployed stent was removed from the patient and the procedure was completed with another wallflex enteral duodenal stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.